Manufacturer narrative:
961716/50317: this medwatch 1527736-1998-1057 is a duplicate of madwatch number 1527736-1998-1658.

Event description:
It was reported during a laparoscopic cholecystectomy co2 escaped from the 512dh trocar when the instrument was removed during cauterization. When there was a 5 or 10 min instrument in place the leak stopped. There was no consequence to the pt.

Manufacturer narrative:
961716/50317: this medwatch 1527736-1998-1057 is a duplicate of medwatch number 1527736-1998-1658.